Manufacturer narrative:
External insulation abrasion was noted at 29.6 ¿ 30.0 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced and the patient was stable before, during, and after.